Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed the pump was functioning appropriately and no insulin delivery defects were found. The pump passed testing and was found to be accurately delivering insulin as programmed.

Event description:
The reporter, a nurse, reported, the patient suffered the symptoms of dka on (B)(6) 2011, and was admitted to the hospital. The patient's blood glucose level was tested to be 877 mg/dl in the emergency room. The pump was removed while the patient was in the ER. When the nurse attempted to reattach the pump, she alleged the cursor was scrolling and she was unable to set the pump. On (B)(6) 2011, the patient obtained a bedtime blood glucose reading that was 'not abnormally high', specific result not provided. During the night, the patient experienced the symptoms of thirst, frequent urination, nausea and vomiting. On the morning of (B)(6) 2011, the patient tested his blood glucose level to be 'near 600 mg/dl'. The patient took himself to the emergency room, where his blood glucose level was 877 mg/dl. The patient was admitted to the ICU and treated intravenously with insulin. Troubleshooting revealed the patient had taken insulin boluses on (B)(6) 2011, but he was unable to confirm if these boluses were correct or appropriate, the patient had not checked for leaks or air bubbles in the tubing, and the patient stored his insulin appropriately. The customer service rep also determined the pump alarm history showed an empty cartridge alarm occurred at 4:05 pm on (B)(6) 2011, and that the cartridge was not replaced until 5:33 pm; and that the patient had primed only a small amount of insulin, 4.3 units, on (B)(6) 2011.